Event description:
It was reported that the right atrial lead impedance reading was undefined through the device and high through the analyzer. It was also reported that there was an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.